Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet with fiasp, with a recorded lowest blood glucose of 54 mg/dl and several hours below range, occurring shortly after a meal announcement made right before eating. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates without medical intervention. Investigation included troubleshooting and education regarding recent behaviors, device settings, recent fill tubing while disconnected, insulin type, meal announcements, and potential algorithm adaptation. Investigation of this case revealed no device alarms or alerts and no identifiable device malfunction, and the cause of the low remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.